Event description:
Caller reported a cgm error 42, and there was no adverse impact to the customer's blood glucose level. The customer did not experience the cgm error code again after a pump reset, which was successfully completed with guidance from technical support. Caller started their sensor session without further issues.